Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that when opening the package, the package tore instead of opening along the seams. There was no patient involvement, no delay, no adverse consequences or medical intervention were reported.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.